Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, there was difficulty advancing the balloon catheter through the sheath valve upon the initial insertion. Once advanced through, there was no further product issue and the system was functioning within normal limits. It was further reported that during ablation of the right inferior pulmonary vein (ripv) the patient's blood pressure decreased and the ablation was stopped. Upon evaluation using intracardiac ultrasound, a pericardial effusion was noted. The effusion continued to grow. The balloon catheter was removed from the patient and the sheath was pulled back from the left atrium. Anticoagulation was reversed, and pericardiocentesis was performed. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2af284 with lot 15281, were returned and analyzed. The data files did not show any system notices. Visual inspection of the catheter showed the device was intact with no apparent issues. It was noted that the outside diameter of the balloon proximal bonding was within specification. Insertion and retraction tests were performed with no issues. In conclusion, the reported compatibility issue was not confirmed through testing. The balloon catheter, 2af28 with lot 15281, passed the returned product inspection as per specification. A known clinical issue was encountered during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.